Event description:
A healthcare facility reported to our distributor, that 2 units of the rt210 adult dual heated breathing circuit, "would not heat". This was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The electrical resistance of the heater wire, in the inspiratory tube of the rt210 breathing circuit, was tested using a multimeter. A continuity test was also performed to determine whether the heater wire or the pin connection was faulty. Results: there was an intermittent connection between the heater wire, and one of the pins that crimps to the heater wire, in the inspiratory tube. A lot check revealed no other complaints of this nature for this lot number. Conclusion: intermittent connections in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electronically tested during production, and those that fail are rejected. This suggests the heater wire developed a fault post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress.